Event description:
It was alleged that during use on a pt a freeflow occurred. It was noted that 2 midwives checked the IV set-up prior to starting the pump and the freeflow noted. There was no pt consequence.